Event description:
All efforts to convince both carex and (B) (4) lawyer, (B) (4), in (B) (4), to recall all sold chairs to prevent death or serious injury has obviously failed. The rear wheels spontaneously falling off this chair in (B) (6) 2009 (I purchased it on october 25, 2009, from (B) (4) dept store on (B) (4) street in (B) (4) was relatively minor because the chair was empty on both occasions and I was wheeling them in a rush to meet my son. When I notified (B) (4) about it, they reportedly immediately removed the chair from all the (B) (4) stores although it meant a loss of revenue, according to (B) (4) legal rep in (B) (4), (B) (4). However, the vertical left bar of the wheelchair's back that is connected to the handle sheared off spontaneously on sunday, (B) (6) 2010, right where there is a hinge that allows folding the back of the chair for easy storage. Because nylon back of the chair is attached to that vertical left bar, and because my grown handicapped son was leaning back as I pushed this chair across a busy intersection, he flew backwards when this break occurred and the carex transport chair totally tipped over so that for a moment, my son was horizontal, legs kicking in the air. The falling rear wheels that occurred on two separate occasions in the last few days of (B) (6) 2009 are problematical, but this shearing-off of the left vertical bar of this same chair is, according to my layman's opinion, extremely dangerous. I will attempt to fax the photo of the sheared-off section of this chair after faxing these three pages to you. When contacting carex and/or (B) (4) you may mention my name. (B) (6). I wish to stress that both companies, carex and (B) (4) recent refusal to reward me for pointing out the alarming dangers of this carex transport chair a226-00 has nothing to do with this report to the FDA. I just thought if these companies are not in a mad rush to recall this chair to prevent serious injury or death I should make a decent effort to protect all those innocent people using this particular chair today. Because I am tai chi practitioner, I push this chair for unheard of distances and perhaps that is why I can see what will happen to other chairs being pushed for short distances by less physically endowed people. In other words, what happened to me, in my opinion, will eventually happen to other people using this chair, and although I do have the practice of hanging my thirty-pound knapsack on the left handle.